Manufacturer narrative:
On 5/2/2017 biolife clinician had a meeting with cns infection prevention as well as two of the wound nurses. The main takeways from it were: infant was treated with aquacel and allyven foam dressing for the stage ii pressure ulcer staff are using statseal for atrial lines. Staff are placing pressure dressings on top of dressing and statseal staff are stretching the sorbaview dressing very tightly on top of statseal biolife's clinician discovered there has been other instances of using statseal and pressure related injury. Biolife's clinician is gathering more information and she will be traveling to the hospital to do more education with staff. She is currently waiting to hear back from the nurse as to when she will want that training to occur. [(B)(4)].

Event description:
On 4/17/2018 biolife received a complaint from a hospital. The hospital had a pressure injury on a baby, a stage ii pressure ulcer was discovered under statseal disc. The patient had statseal disc on from the time the line was inserted back on (B)(6) 2018. Dressing was changed on (B)(6) 2018. Injury was discovered on (B)(6) 2018 when arterial line stopped working. Full term infant with cardiac anomalies (dexrto-transposition of the great arteries). Patient is in critical care, unrelated to the pressure injury.